Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 567 mg/dl at the time of the incident. The customer¿s current blood glucose was 375 mg/dl. The customer stated that they had sensor that quit working. They had just changed it on saturday and last night it was not reading the blood glucose. The customer administered more insulin using the insulin pump. The customer received a sensor updating/sensor glucose value not available alert, calibration not accepted alert, and a change sensor alert. The customer declined troubleshooting for high blood glucose and stated that they knew what to do with it. The insulin pump will not be returned for analysis.